Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a suspected pinhole in the channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found insert tube bent tube angle was insufficient, the operation section had angular play, the tip section lighting lens was cracked, the tip of the lighting lens adhesive had a cloudy area, the tip cover was crushed (dented), the insertion part of the curved rubber adhesive part was chipped, the insertion part of the curved rubber adhesive was cloudy, the insertion part of the soft tube was crushed, the insertion part of the soft tube was scratched, the tip part of the objective lens was scratched, the operation part of the suction cylinder cable was cut, the operation unit suction cylinder¿s nut paint was peeling, the operation unit¿s air water cylinder¿s nut paint was peeling, and the scope cover plate was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.